Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via the radial artery. The target lesion was located in the coronary artery. Predilation was performed with a balloon. A non-bsc stent was advanced but failed to cross the lesion. A 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced to the lesion. However, the stent got dislodged. A snare was used to removed the dislodged synergy stent and went into the splenic artery where the physician felt it was safe to leave the dislodged synergy stent. A 7f was advanced via the femoral access and a non-bsc was deployed and completed the procedure. No further patient complications were reported and the patient's status was okay.